Manufacturer narrative:
The reported complaint was not confirmed. Per data log analysis, on 25-apr-2017, the gas system was successfully calibrated. Flow and fraction of inspired oxygen (fio2) settings were changed several times. There was no indication of any issues in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr evaluated the unit and found the fio2 was working correctly. The unit operated to manufacturer's specifications.

Event description:
It was reported that during the use of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) was fluctuating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the electronic patient gas system (epgs) calibrated successfully and the perfusionist set the fio2 to about 0.75 at the start of cpb. A few minutes into cpb, the fio2 fluctuated up / down between about 0.70 - 0.80 in small increments without any user adjustment. In a few seconds the measured value would return to the set point of about 0.75. There were no gas pressure alarms or any alarms, errors, or status messages in regards to the epgs. The perfusionist had no issues in providing adequate gas flows or fio2s during cpb and there were no issues in maintaining adequate oxygenation and / or carbon dioxide (co2) removal. The epgs was sued to complete the procedure. This advanced perfusion system 1 (aps-1) (with integrated epgs) was removed from service after the completion of the procedure. The local field service representative (fsr) visited the hospital and inspected the epgs unit as well as collected the aps-1 logs. On inspection of the epgs, the unit checked out and met all specified functions. On review of the logs, by manufacturer tech support, there were no observed issues with the epgs module itself and / or the oxygen sensor. In discussion with tech support, this type of scenario can occur if the gas path distal to the epgs has some type of obstruction. Obstructions can be kinks in the gas line tubing, moisture in the tubing, blockages in the gas filter, or obstructions in the vaporizer circuit. I spoke to the perfusionist about checking for obstructions in the gas supply distal to the epgs and he stated he would do that and this included having the hospital biomedical engineering team check out the vaporizer. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. Nothing was changed out during the case.